Event description:
Following information provided, one of the sling clips detached from the spreader bar during transfer of the patient. As a consequence, the patient fell out of the sling. It was reported by the customer that the patient sustained rib injuries without further details.

Manufacturer narrative:
The device was inspected by the arjo representative and no malfunction was found which might lead to the patient's fall.the sling was not shared by the customer for the evaluation. During the interview, the caregivers stated that the event happened because the sling was attached incorrectly. However, the customer declined to provide any additional information regarding the event's circumstances. According to the instruction for use of the maxi twin: ¿warning: to avoid the resident from falling, make sure that the sling clips or loops are securely attached before as well as during the lifting initiation.¿ ¿warning: to avoid the resident from falling or caregiver from being injured, only detached the sling clips when the resident¿s body weight is fully supported by the bed or chair.¿ to sum up, the arjo floor lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.